Event description:
Two consecutive incidents in which device leaked due to hole in patient extension line. Rn reports hp noted leaks during initial drain; however, hp continued treatment. Rn reports hp did eventually change the original set-ups to complete treatment. Hp was subsequently diagnosed with peritonitis after reporting abdominal pain and cloudy fluid. Rn reports hp was treated with 2 gms of vancomycin i.p. And will again be treated in the same manner in seven days. Rn reports hp is responding to treatment.